Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve, implant in the aortic position, underwent a valve-in-valve procedure after an implant duration of 2 years, 11 months due to unknown reason. The tavr was performed with a 26mm 9755rsl transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (component code, clinical code, device code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease (cad) and diabetes mellitus (dm). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned from implant patient registry and investigation that a patient with a 25mm 11500a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and eleven (11) months due to severe stenosis. The patient presented to the hospital for acute on chronic chf and nyha iii. A tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient tolerated the procedure well and was transferred to the pacu postoperatively.